Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy for a rhythm that was felt to be a supraventricular tachycardia (svt). Boston scientific technical services (ts) discussed potential programming options if the physician did not want therapy to be delivered for this rhythm. Subsequent information was received that this s-ICD and electrode were explanted and replaced a year later due to a product performance issue. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy for a rhythm that was felt to be a supraventricular tachycardia (svt). Boston scientific technical services (ts) discussed potential programming options if the physician did not want therapy to be delivered for this rhythm. Subsequent information was received that this s-ICD and electrode were explanted and replaced a year later due to a product performance issue. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.